Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms an m2a hip arthroplasty procedure occurred on an unknown date. Subsequently, patient was revised with m2a hip system on (B)(6) 2011 due to acetabular cup loosening. There has been no reported additional revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. A review of invoice history confirms that total hip arthroplasty procedure occurred on (B)(6) 2011 and that a revision procedure was performed on (B)(6) 2011. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup, modular head and taper insert were removed and replaced. Legal counsel for the patient reported patient underwent revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, impairment, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. A review of invoice history confirms that total hip arthroplasty procedure occurred on (B)(4) 2011 and that a revision procedure was performed on (B)(6) 2011. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as th limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02219 / 02220).